Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). The support wire was coming out from tip of the sheath. The part inside the sheath was out of the sheath. The basket could not be closed, as the support wire of the sheath came out from the sheath. The device history record was reviewed and found no irregularities. Based on the evaluation result and past similar cases, omsc surmises that the support wire came out from the sheath due to the following occurrence mechanism. The sheath was largely curved while the forceps elevator of the endoscope was raised, or the support wire extended from the sheath was largely curved. When the control grip was pulled to close the basket in this state, only the basket was retracted into the sheath. The support wire was coming out from tip of the sheath. Afterward, when the user tried to open the basket, the user felt to need to apply the more force to open the basket than usual due to the support wire come from the sheath. Since the timing at which the support wire stuck out was unspecified, it could not be identified whether the perforation was caused by the support wire. The above device handling has warned in the instruction manual as follows; do not insert the instrument into the endoscope if the basket is not fully closed. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Do not open or close the basket while the forceps elevator of the endoscope is up. Otherwise, the support wire may form a loop. Do not withdraw the instrument from the bile duct while a loop is formed by the support wire. Otherwise, the looped distal end could damage the inside of the bile duct and cause mucosal injury. If a loop of support wire is observed, lower the forceps elevator and open/close the basket.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic removal of gallstone, the subject device was used. When the user tried to retrieve a gallstone with the subject device, the user could open the basket but the user needed to apply the more force to open the basket than usual. In addition, when the user inserted the subject device into the bile duct, the user felt resistance to insertion encountered. After retrieved stones several times, the user found the basket of the subject device broke and perforation at the bile duct occurred. The user placed a stent for endoscopic nasobiliary drainage in the patient body. It was reported that the patient will leave hospital this week. No further information was provided. The user reported that it was not determined whether the perforation was caused by the subject device because the user also felt resistance to insertion encountered when inserted other devices into the bile duct. This is the report regarding the perforation at the bile duct.